Manufacturer narrative:
(B)(4).

Event description:
It was reported that on literature review "gradual correction of proximal tibia deformity for blount disease in adolescent and young adults", a (B)(6) year old and chronic smoker patient, who was treated with either an ilizarov or taylor spatial frame external fixator as part of a gradual correction of neglected blount disease, presented a delayed union that required an additional surgery for autologous bone grafting before the bone eventually united and consolidated after 23.4 months. Further details on the final outcome of this patient are unknown at this time. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any relevant clinical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.